Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during surgery, trocar came out from the incision several times. As a result, the surgery was extended, the impermeability was lost and the integrity of the incision was also lost. The trocars had to be replaced and inserted into the conjunctiva. This event occurred 3 to 4 times at each new surgery. Add'l info has been requested but not received to date. This is one of two medical device reports being filed for this events. This report is for a pool of pts.